Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 6000 c (501) module. It was reported the customer did not perform a calibration and had qc issues prior to patient testing. The patient's initial calcium result was reported outside the laboratory. The patient's physician requested a rerun because the reported calcium result did not match the clinical picture of the patient. The customer performed repeat testing with the sample on the same cobas 6000 c (501) module. The patient's initial calcium result was 7.9 mg/dl. The patient's repeat calcium result was 9.7 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number or expiration date were requested but not provided.

Manufacturer narrative:
The customer performed a visual check with the patient's sample and no abnormalities were found. The field service engineer discovered the cell detergent tubing was pinched in the cell rinse head bracket. He removed and reinstalled the rinse head. He performed precision testing without errors. After service, the customer performed qc with results within the expected ranges. He confirmed the system diagnostics were acceptable. The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.